Manufacturer narrative:
B2 other: revision surgery planned for removal of posterior instrumentation. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient notes tenderness to palpation over her lumbar posterior instrumentation and would like to have the posterior instrumentation removed. Surgery date for removal is to be determined. Interventions: ae resulted in surgical treatment. Outcome status: recovering/resolving. Diagnostics: CT without contrast2 done on (B)(6) 2025 resulted in solid l4-5 interbody fusion; x-ray1 done on (B)(6)2025 resulted in l4-5 implants intact without fracture or failure and severity of ae is moderate. Primary diagnosis: stenosis. Site related assessment: not related to capstone peek spinal system implant and tlif grafting material, causal relationship to posterior supplemental fixation system, probable related to procedure: l4-5 tlif with pi. Sponsor assessment: sponsor assessed as possible related to posterior supplemental fixation system, not related to procedure or any other device.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: sponsor assessed as possible related to posterior supplemental fixation system, not related to procedure or any other device. Cec adj. As causal related to procedure and possible to supp. Fix. System only. Site related assessment: not related to capstone peek spinal system implant and tlif grafting material, possible relationship to posterior supplemental fixation system, causal relationship to procedure: l4-5 tlif with pi.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update received on 2026-jan-12: on (B)(6) 2026, elective removal of intact posterior spinal instrumentation at l4-l5 (additional surgery) was performed due to pain and tenderness, despite successful fusion and no evidence of instrumentation failure on imaging, with the hardware removed without incident and no biopsies taken. Site related assessment:add. Surg 1 - not related to capstone peek spinal system implant and tlif grafting material, probable relationship to posterior supplemental fixation system and procedure: l4-5 tlif with posterior instrumentation. Update received on 2026-jan-13: the adverse event did not result in hospitalization or other actions, but did require treatment, spe cifically surgical intervention.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update received on 2025-nov-11: as per the site manager the subject¿s ¿hardware explant surgery is scheduled for (B)(6) 2026¿.